Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: 8. Strip code: 8. Strip storage: unknown. Symptoms: tired. A patient reported they were seen by the doctor (every three month). Their meter allegedly was inaccurately low. The result on their meter was in the 60's the result on the physician's meter was 170 (unit unknown). The time difference between patient's meter and physician's meter was treatment was not treated. Patient also compared the pt's meter to the three month average of 190 (unknown units). No further information has been reported.